Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) found that the open/close sensor had come out of its housing, reseated the sensor, and had the pharmacist open and close the drawer multiple times to verify proper door operation and complete an inventory process smoothly. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 repeatedly failed. The full size drawer continuously indicated that it was not closed. When the drawer was held closed in an attempt to recover it, the drawer immediately failed, beeped, and displayed a message that it failed to stay locked. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.